Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse discovered that occasionally the lamp would not light up, and there was a 48245 error. The fse replaced the lamp module and restarted the system. The fse noted that during a next procedure, the system was operating fine. The fse also observed another procedure and found that the edge of the image was darker. There was a 48245 error at the beginning of the procedure. The fse returned to the customer site on a later date and replaced the camera head (serial# (B)(4)), illuminator, and lamp to resolve the issue. The system was tested and verified as ready for use. Isi has received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The illuminator was returned without a lamp module, and both fuses were good. A review of the remotefe log showed errors 48244, 48245, and 48247 pointing to an issue with the illuminator and lamp module. The illuminator was installed into the printed circuit assembly (pca) test system with a test fixture lamp module. The system started up without error. The illuminator turned on with a blue light emitting diode (led). However, when turning on the light on the lamp, the system failed with errors 48244 and 48245. The light would not turn on, and the lamp module was making a weird sound with a red led flashing. Isi has not yet received the camera head for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the camera head is returned and evaluated and/or if additional information is received. A review of the procedure log showed the site performed this adrenalectomy surgical procedure on (B)(6) 2022 with (B)(4). A review of the site's system logs for the reported procedure date was conducted by an fse. The fse identified error 48245 - illuminator_error_lamp_ignite. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the illuminator had an issue after the start of the procedure and the surgeon was able to continue with the procedure robotically. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The expiration date is not applicable. Explant date/implant date is blank because the product is not implantable. Information for the blank fields is not available.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer called in to report that the video image was dark on the surgeon side console (ssc) high resolution stereo viewer (hrsv) and vision side cart (vsc) touchscreen. The issue was more noticeable while using the coagulation function. The customer reported that they had replaced the light bulb and set the volume to 100% with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer check the light guide cable connection, and the customer replied that the connection was fine with no light leakage from the light guide cable. The customer informed the tse that the same issue had occurred during several procedures with different endoscopes. The customer was unable to provide any additional details related to the previous procedures. The tse asked if they had a third party illuminator, and the customer replied no. The site had increased the brightness setting, and the tse explained that it would influence the video image quality. The customer understood, and the site continued with the procedure as planned. There was no reported injury. On (B)(6) 2022, isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no obvious error code was noted. The issue was not resolved during the procedure. However, the site was able to continue and complete the procedure successfully. The customer was not able to provide any additional details related to the previous procedures. On (B)(6) 2022, isi performed follow-up and confirmed the following information regarding the reported event: the site replaced only the illuminator bulb. The site did not have a third light source to use.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Evaluation was performed on the camera head involved in this event. The customer reported complaint was confirmed. The camera head was out of alignment and needed adjustment. Additionally, the light cable was damaged and needed replacement.

Event description:
Refer to h10/h11 for follow-up information.